Manufacturer narrative:
This report is being amended to reflect changes. This information was reported in error on initial MDR 1526350-2015-00166 ¿ 1. The device was manufactured on 5/12/1997 and was previously repaired at zimmer biomet surgical on (B)(6) 2011. Investigation revealed damage to the head, control bar, swivel and width plates. Prior to repair, the device operated within motor speed specifications and the master blade was flush with the control bar. The device met calibration and side to side specifications at all tested thickness settings. Repair of the device included replacement of the head, control bar, swivel, width plates and standard repair parts. The customer did not return the blade in question for evaluation and there were no relevant non-conformances. The customer's reported event was not reproduced during testing; however, the customer did state that the blade was installed upside down, which most likely caused the reported event. The handpiece met calibration specifications and operated within motor speed specifications. The device was repaired and returned to the customer. Recommended actions: recommended actions from ¿zimmer¿ air dermatome instruction manual¿ 06001810406 rev. 12-10. To avoid serious injury to the patient and operating staff while the zimmer air dermatome is in use, the user must be thoroughly familiar with its function, application and instructions for use. The handpiece and accessories must be inspected prior to each use. Visually inspect for damage and/or wear. Always inspect the handpiece carefully for possible scratches, nicks, or burrs caused by extended use or mishandling. Check the action of moving parts to ensure smooth operation throughout the intended range of motion. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. Note: if damage or wear is noted that may compromise the function of the instrument, do not use. Handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Blade installation: use a new sterile blade for each procedure. Use only zimmer dermatome blades (ref 00-8800-000-10). To install blade: place the throttle in the safe position. To place the dermatome in the safe position, slide the safety lock on the throttle toward the blade end of the instrument to the safe position. Only the word safe should be visible. Using a screwdriver, loosen width plate screws approximately two turns. Do not remove screws from handpiece. Refer to blade removal section. Place a new blade in slot on the handpiece. If replacing a blade, remove the used blade before inserting the new one. Mate the drive pin with the hole in the blade. Note: ¿insert with this side up¿ message. Lubrication of the blade is not necessary because the backing of the blade is a self-lubricating plastic. Choose proper width plate to satisfy cutting requirements. Place width plate over blade and tighten screws. Do not overtighten. Ensure the printing on the width plate is facing out.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the scrub tech loaded the blade into the dermatome upside down. The surgeon stated that a full thickness graft was taken rather than a partial. The patient received an injury to the thigh, however no additional graft was taken as the surgeon used the full thickness graft. Donor site was covered with a sterile dressing.